Manufacturer narrative:
H10, h3, h6: the device reported, intended to be used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) excessive force (2) expected wear and tear. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the speedstitch device was missing screws and not working properly. This was noticed before the procedure; therefore, no patient was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.